Event description:
It was reported to boston scientific corporation that a fader tip s/p catheter was being used in an unknown procedure on a patient of unknown age, gender, and weight. Event date unknown. According to the complainant, the device was expired and did not work out of the package. A second fader tip s/p catheter was opened and did not work out of the package. This device was also expired (see medwatch #3005099803-2010-01016) it was reported that there were no patient complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.